Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. As a resolution, technical support identified fault and initiated known good blower for replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4); the suspect device has not been returned for evaluation. Advised customer to perform troubleshoot and send back the logs for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us had tf alarm 316. Furthermore, there was no info for patient associated with the event.